Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: external control system failureadditional text: tear in driveline casingspecific component(s) involved: other component malfunction, specifyadditional text:other component: silicone pulled away from metal clipcausative or contributing factor:other cause:intervention(s): other interventions, specifyother intervention : "clamshell" repair of driveline by thoratecimplant device type: lvadmalfunction device type: